Event description:
It was reported that during a carotid artery stenting treatment procedure, a balloon rupture occurred. The 50% stenosed lesion was located in the non tortuous and heavily calcified right carotid artery. A carotid wallstent 10.0x31mm was implanted in the lesion. The ultrasoft sv balloon was used to post dilate the stent. The atms are not available. Upon the second inflation, the balloon ruptured and contrast medium flowed out of a distal segment of the balloon. The balloon was withdrawn. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "stable."

Event description:
It was reported that during a carotid artery stenting treatment procedure, a balloon rupture occurred. The 50% stenosed lesion was located in the non tortuous and heavily calcified right carotid artery. A carotid wallstent 10.0x31mm was implanted in the lesion. The ultrasoft sv balloon was used to post dilate the stent. The atms are not available. Upon the second inflation, the balloon ruptured and contrast medium flowed out of a distal segment of the balloon. The balloon was withdrawn. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: returned product analysis revealed dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. A pinhole was confirmed in the balloon wall located on the distal balloon cone with a scratch leading up to the hole. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The scratch on the balloon may have been caused when postdilatation of the carotid wallstent was performed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical / procedural factors. (B)(4).